Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No reset error alarms could be verified due to unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported receiving an error alarm on the insulin pump and that the keypad was unresponsive. Customer reported that the error alarm was returned after removing and replacing the insulin pump's battery. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.